Event description:
It was reported that the patient presented to emergency department with fatigue. Although pericardial fluid was observed by ultrasound, the physician decided to continue monitoring the patient. Approximately, seven days later, the patient had an emergency visit for diarrhea. Increased pericardial effusion was observed by ultrasound, and the patient was urgently admitted to the hospital. The patient was transferred to attending facility, and evaluation revealed atrial lead pacing failure was confirmed. The atrial lead threshold setting was re-programmed. A cardiac tamponade was noted and pericardial effusion was noted due to atrial lead perforation. A pericardial drainage was planned. The atrial lead was pulled out of the perforated site, capped, and remained implanted in the atrium. No further patient complications have been reported as a result of this event.